Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
The patient contacted animas on (B)(6) 2012 reporting that the ok button was hard to press. The patient stated that the button required multiple presses to respond. The patient confirmed no damage to the pump. The patient reportedly wore the pump in a pocket and did not clean the pump. This report is made based on the allegation of the button response issue.

Manufacturer narrative:
Follow up #1 submitted: (B)(4) 2012. Device evaluation: the insulin pump has been returned and was evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. On testing, the contrast, up arrow and down arrow buttons had intermittent response and required excessive force to evoke a response. The down arrow button was normally responsive. The keypad cover was removed for investigation and revealed contamination under the contacts of the contrast, down arrow and ok buttons. The audio bolus button was noted to be torn but responsive. A damaged button will permit contamination to permeate the buttons which will have a negative impact on button function. This situation is not likely to result in an adverse event as the damaged button should be clearly visible and warns the patient to discontinue using the pump. Unrelated to the complaint, the pump had no auditory or vibratory functionality when the pump was powered on. The audio sound was noted to be have been set to "high". The pump was removed from the case and revealed the vibratory motor pins were not making contact with the printed circuit board. Additional investigation revealed that there was cold solder on a component which caused the audible sound loss.